Event description:
The account reported the nurse noticed the brakes are not holding on the foot end of the stretcher while in brake mode. The stretcher was located in triage room 21 at the facility and no patient was on the stretcher when the issue was found. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #126205(B)(4)

Manufacturer narrative:
The technician found the brake linkage nut and bolt is missing. The most likely cause is normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of treat, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer component for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on their beds. The nut and shoulder bolt were replaced on the brake linkage by the technician to resolve the issue. Based on this information, no further action is required.